Event description:
It was reported that the intraocular lens (iol) was explanted without complication 9 months after implant. The removal was due to the lens dislocating in the eye.

Manufacturer narrative:
The returned iol was received and inspected under illuminated 10x magnification, one distorted haptic was noted. These results are not inconsistent with an explanted lens. In follow-up with the health provider it was learned the patient's eye anatomy (zonular weakness) contributed to this event. The manufacturer will continue to monitor and trend all reports received.